Event description:
It was reported that the ventilator failed internal leakage test during pre-use check due to a non functioning drainage valve of the connected compressor. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check due to a non functioning drainage valve of the connected compressor. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check due to a non-functioning drainage valve of the connected compressor. The ventilator was investigated on site by our field service engineer (fse). The air gas module has been replaced, the machine worked fine and passed all tests after the replacement. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator failed the pre-use check with internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the air gas module. The pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. It was confirmed by visual inspection that the inlet gas filter¿s chamber for the air gas module was full of vaporized water in it which is most likely the cause of the pressure sensor¿s failure. The water came into the gas module by the connected compressor which it had a non-functioning drainage valve. No root cause for the compressor¿s failure. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.